Manufacturer narrative:
One device was returned for repair. It was reported that there was fluid inside the pump and that it alarmed. There was a pump motor drive phase b post and that the barrel clamp and a loose o ring. Service history review identified the complaint was not related to a previous service of the device within the review period. Performed verification testing and visual inspection. Power on test failed. Displayed pump motor drive phase b post due to battery failure. Visual inspection confirmed evidence of fluid ingression on interconnect printed circuit board (pcb) and speaker. Fluid ingression caused by broken bottom housing. Replaced bottom housing, interconnect pcb and speaker. Syringe detection test failed as barrel clamp rod was worn out and screw hole to barrel clamp head was loose. Replaced barrel clamp rod. Device was noisy during occlusion testing due to worn out worm coupling, position pot, lead screw and clutches. Replaced all and device passed occlusion testing after replacement. Device passed all functional testing after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that there was fluid inside the pump and that it alarmed. There was a pump motor drive phase b post and that the barrel clamp and a loose o ring were not in the proper place. There was unknown patient involvement, no patient injury was reported.